Event description:
It was reported an issue with monosyn suture. The client reported an increase in suture granulomas and delayed healing following a change in monosyn 3/0 and 4/0 laboratory supply. Over the past month, we have observed a resurgence of suture granulomas leading to delayed wound healing and prolonged dressing care. Patients in the plastic surgery department have also reported persistent pruritus (itching) and irritation at the scar sites since the switch to the new monosyn 3/0 and 4/0 manufacturer. A specific patient operated on four years ago using the previous suture reference experienced no suture rejection. However, undergoing a procedure with the new reference, she still presents with granulomas and suture spitting (rejection) at the one-month mark, requiring daily nursing care and dressings. Clinical consensus: all practitioners within the plastic surgery team have made the same observation. Technical issues: furthermore, this suture material is notably less tensile than the previous reference. It breaks frequently during suturing, resulting in higher consumption rates per procedure. Delayed healing: requirement of an additional month of nursing care and dressings. Economic impact: increased healthcare costs due to extended treatment. Patient welfare: avoidable physical discomfort and suffering. Outcome: compromised aesthetic results. Information from surgeon: on my part, I use monosyn 3.0 for buried subcutaneous sutures and intradermal running sutures. The most common procedures in my plastic surgery practice are breast reductions/pexies, abdominoplasties, and limb lifts (dermolipectomies). Interestingly, for breast surgeries, I use monosyn 3.0 for the vertical and inframammary incisions; however, I use monocryl 4.0 (j&j data verified)for the periareolar area (both for buried sutures and running sutures). The results: I have observed numerous granulomas on the vertical and inframammary scars (averaging between 3 and 5), compared to zero in the periareolar area. I have been using this technique for 5 years. Almost all patients I operated on using monosyn 3.0 developed granulomas (between 1 and 5), whereas this is generally quite rare. In my experience, when patients develop suture granulomas, the periareolar area is usually the preferred site (likely because the skin is thinner and the density of sutures is higher). They often appear starting from post-op day 15. These findings are based solely on my personal clinical experience."

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.